Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that during a device change out, right ventricular (rv) lead noise and oversensing was noted. The lead was capped and replaced on (B)(6) 2023. The patient is in stable condition.